Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal"), abdominal distension ("severe bloating/other injury(ies) or complication(s) please: bloating"), pruritus ("rashes or skin conditions type: extreme itching/itching all over"), nausea ("nausea"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy( bilateral), hysterectomy (partial)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, nausea and allergy to metals outcome was unknown and the dysmenorrhoea, abdominal distension, pruritus and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, nausea, pelvic pain and pruritus to be related to essure. The reporter commented: plaintiff received treatment for pain and other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: hysterosalpingogram. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received: event lower abdominal pain was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, nickel sensitivity, abdominal pain, gerd, premenopause, adenomyosis, hypoglycemia, ovarian cyst, polycystic ovaries and endometriosis. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced abdominal pain ("abdominal"), abdominal distension ("severe bloating/other injury(ies) or complication(s) please: bloating"), pruritus ("rashes or skin conditions type: extreme itching/itching all over"), nausea ("nausea"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy( bilateral), hysterectomy (partial) and ablation, hysteroscopic dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal distension, pruritus and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, dyspareunia, abdominal pain, nausea and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain and other injuries/symptom. Discrepancy: insertion details- (B)(6) 2011, (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion.; in (B)(6)2012: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs+mr received:reporter added, medical history added, outcome for event pelvic pain added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, nickel sensitivity, abdominal pain, gerd, premenopause, adenomyosis, hypoglycemia, ovarian cyst, polycystic ovaries and endometriosis. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced abdominal pain ("abdominal"), abdominal distension ("severe bloating/other injury(ies) or complication(s) please: bloating"), pruritus ("rashes or skin conditions type: extreme itching/itching all over"), nausea ("nausea"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy( bilateral), hysterectomy (partial) and ablation, hysteroscopic dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal distension, pruritus and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, dyspareunia, abdominal pain, nausea and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain and other injuries/symptom. Discrepancy: insertion details- (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion.; in (B)(6) 2012: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: medical record received. Reporters information were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, nickel sensitivity, abdominal pain, gerd, premenopause, adenomyosis, hypoglycemia, ovarian cyst, polycystic ovaries and endometriosis. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced abdominal pain ("abdominal"), abdominal distension ("severe bloating/other injury(ies) or complication(s) please: bloating"), pruritus ("rashes or skin conditions type: extreme itching/itching all over"), nausea ("nausea"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy( bilateral), hysterectomy (partial) and ablation, hysteroscopic dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal distension, pruritus and abdominal pain lower had resolved and the heavy menstrual bleeding, vaginal haemorrhage, dyspareunia, abdominal pain, nausea and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, nausea, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain and other injuries/symptom. Discrepancy: insertion details- (B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion.; in (B)(6) 2012: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal"), abdominal distension ("severe bloating/other injury(ies) or complication(s) please: bloating"), pruritus ("rashes or skin conditions type: extreme itching/itching all over"), nausea ("nausea") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy( bilateral), hysterectomy (partial)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, nausea and allergy to metals outcome was unknown and the dysmenorrhoea, abdominal distension and pruritus had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, nausea, pelvic pain and pruritus to be related to essure. The reporter commented: plaintiff received treatment for pain and other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2011: hysterosalpingogram. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, nickel sensitivity, abdominal pain and gerd. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced abdominal pain ("abdominal"), abdominal distension ("severe bloating/other injury(ies) or complication(s) please: bloating"), pruritus ("rashes or skin conditions type: extreme itching/itching all over"), nausea ("nausea"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy( bilateral), hysterectomy (partial) and ablation, hysteroscopic dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, abdominal pain, nausea and allergy to metals outcome was unknown and the dysmenorrhoea, abdominal distension, pruritus and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain and other injuries/symptom. Discrepancy: insertion details- (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion.; in (B)(6) 2012: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: pfs received. Events: abnormal bleeding (menorrhagia, vaginal) added. Event onset date were added. Concomitant drug added. Insertion date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal"), abdominal distension ("severe bloating/other injury(ies) or complication(s) please: bloating"), pruritus ("rashes or skin conditions type: extreme itching/itching all over"), nausea ("nausea") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy( bilateral), hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, nausea and allergy to metals outcome was unknown and the dysmenorrhoea, abdominal distension and pruritus had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, nausea, pelvic pain and pruritus to be related to essure. The reporter commented: plaintiff received treatment for pain and other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: hysterosalpingogram. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: pruritus, nausea, nickel allergy were added, outcome of the events were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal") and abdominal distension ("severe bloating"). The patient was treated with surgery (salpingectomy( bilateral)). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain and other injuries / symptom. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-sep-2019: plaintiff fact sheet document received, case become significant, new reporter, patient demographic, indication and event injury to herself replace with chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal and severe bloating were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.